Manufacturer narrative:
The insulin pump was unable to prime during the prime test and had motor error alarm during the basic occlusion test due to faulty force sensor resistor. The motor passed the motor test. The excessive no delivery alarm could not be verified due to motor error alarm and the prime fill anomaly. The device also had a cracked reservoir tube lip, scratched lcd window, scratched case, scratched reservoir tube window, broken belt clip slot and scratched keypad overlay. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and motor error. Blood glucose value was 165 mg/dl. The customer stated that the device was not exposed to a magnetic field and the drive support cap was recessed. The customer was able to rewind. The motor error alarm occurred more three times since (B)(6) 2013. The device was returned for analysis.